Event description:
It was reported by a health professional in (B)(6) that the pilot balloon detached from the endotracehal tube. The nurse discovered the reported issue during the routine assessment on the patient which includes checking the cuff pressure on the endotracehal tube. The patient was extubated and was re-intubated.

Manufacturer narrative:
The product involved in the complaint was received and associated lot number was provided. A review of the device history record was completed and confirmed that the lot was manufactured according to manufacturing requirements, and no excursions were documented. The returned sample was received with the inflation line detached from the et tube and decontaminated. Examination of the inflation line and et tube under uv light identified no residual fluorescence. Review of complaint trending determined the incidence rate for this type of event, which is calculated using the quantity of confirmed incidences, remains within the acceptable range defined in the previously established risk management plan.kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4).this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kimberly-clark product is defective or caused serious injury.